Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-29-us, serial #: (B)(4), ubd: 20-dec-2019, UDI #: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, during the removal of this delivery catheter system (dcs) the nose cone caught on the bottom of the valve and dislodged the valve resulting in pressure gradient of a 30 mm hg. A post-implant balloon aortic valvuloplasty (bav) could not be performed due to the position of the valve. Subsequently, a second valve was implanted at mid-level of the non-medtronic valve resulting in a final gradient of less than 10 mm hg. No additional adverse patient effects were reported.